Event description:
It was reported that patient underwent a revision surgery of his ambicor penile prosthesis (app) ten years after implant due to device recently stopped inflating. All components were explanted and replaced. No adverse patient effects. Should additional information be provided, a supplemental report will be submitted. Additional information was received. Device became unusable because it would not inflate completely due to aneurysm in one cylinder. No adverse patient effects reported.